Event description:
It was reported while using bd ultra-fine¿ nano pen needles pentapoint¿ comfort/easyflow¿ technology the device was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the patient reports that he is having difficulties in the application with the pen, he cannot fully apply the insulin because it "stucks". I was using the pen with bd ultra fine needles.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. (General dissatisfaction) is not considered to be a reportable malfunction. MFR#: is void as a result.

Event description:
It was reported while using bd ultra-fine¿ nano pen needles pentapoint¿ comfort/easyflow¿ technology the device was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the patient reports that he is having difficulties in the application with the pen, he cannot fully apply the insulin because it "stucks". I was using the pen with bd ultra fine needles.